Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider called to report a bilateral exchange due to patient¿s concerns with the product and a right side implant deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: catalog number (B)(4). Analysis of the returned device identified, crease fold and delamination of the diapherm flange disk. Leak test and microscopic analysis was performed which identified, delamination of the diapherm flange disk and wear abrasion. Based on the device analysis, the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Healthcare provider called, to report a bilateral exchange, due to patient¿s concerns with the product. And a right side implant deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.